Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the act button is going in and out. The customer stated that the device may have been exposed to sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was unable to troubleshoot for low reservoir alarm and moisture damage due to act button not working.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test or verify low reservoir alarm due to the unresponsive buttons. No moisture damage noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.